Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (h4) and to provide correction to the initial (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: one of the jaws of the forceps is missing and was not returned for evaluation. The cable of the connector was cut and the detached portion of the cable with the connector was not returned for evaluation. Heavy signs of foreign material on the distal end as well as the handle portion. The jaw legs are severely torn exposing metal and the flare is broken and damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to excessive forces leading to increased stress near the weld/stress concentration point which led to the jaw fracturing. However, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic total hysterectomy procedure, one of the tips of this cutting forceps broke off inside the patient. The device was being used to cauterize and cut the uterine vessels. The physician was able to remove the broken tip. No unexpected or prolonged care, no procedure delay, as reported. The procedure was completed with a similar device. There was no additional medical/surgical intervention done. The device was inspected before use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.